Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h10. Visual inspection confirmed there was debris sealed inside the package of 1 of the tips. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
T was reported that, during incoming inspection on (B)(6) 2023, the products were found to be nonconforming. Our incoming inspection team member found hair like debris in the sterile package.-1ea. There was no patient involvement and no impact to user. Due diligence information complete.